Event description:
The user facility reported that the cutting accessory was not locking into the device, which was causing the cutting accessory to chatter, during a case. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the cutting accessory was not locking into the device, which was causing the cutting accessory to chatter, during a case. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.